Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implantation utilizing an unknown delivery system. During release of the left disc of the occluder, it deformed into a cobra shape. The device was retracted and removed. It remained deformed outside of the body so it was immersed in water and washed with heparinized solution which then allowed it to return to original shape. With re-manipulation outside of the patient, the left disc again deformed into cobra shape. A replacement 28mm amplatzer septal occluder (lot:8744367) was used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure and is reported to be currently stable. There was no interaction with cardiac structures and no bend or kink in the delivery system.

Manufacturer narrative:
An event of device deformity could not be confirmed. One video was received appearing to show the device presenting deformation when deployed in the field. However, the device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.